Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station 4 west cubie drawer had continued to fail. Customer stated that drawer had recovered temporarily but had failed again upon the next opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 controller board was faulty. A field service engineer found that drawer 5 row c and d was not detected on bus, reseated all the cables, checked for debris under the drawer, then replaced the drawer controller board, checked in hardware test application gets passed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.